Event description:
It was reported that the patient presented with a loose implant crown at tooth site # 30. The doctor opened the access hole and couldn't tighten the screw. An x-ray showed a broken screw. Removal tools were requested.

Manufacturer narrative:
Zimvie complaint number (B)(4). . It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.